Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 04/22/2022. It was found during our internal investigation that the customer's pump powered on with the lab transformer and customer's transformer. The device was tested for low suction with a medela lab kit and the customer's kit. There was human milk residue found on the connectors, membranes, pump aggregate (pump motor and pump assembly), and manifold. There was also damage to the pump chassis. The customer's report of low suction could be confirmed.

Manufacturer narrative:
Customer service conducted troubleshooting including; verifying the user was using correct components; verifying the user was washing parts according to instructions for use; verifying there was no milk backup; and disassembling, inspecting, reassembling kit and tubing. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump had low suction and was randomly shutting off while in use. She called back later the same day and stated the low suction started today. She indicated she had mastitis and was hospitalized due to it. Her mastitis has been resolved.